Event description:
It was reported that on (B)(6) 2011 during the procedure in the heavily calcified left internal carotid artery, a 6-8 x 40 mm acculink stent system was advanced into the patient anatomy and the stent was deployed. During deployment, the stent moved and a second acculink was deployed to cover the unstented portion of the lesion. After deployment of the second stent, a 6-8 x 30 mm acculink, the patient experienced hypotension. Intravenous dopamine was administered and the hypotension resolved on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.